Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(4). This product was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.